Manufacturer narrative:
As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records of all the possible batches and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples during manufacturing of the batch 617321 were 2.85 kgf in average and 2.65 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 617495 were 2.69 kgf in average and 2.53 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 618016 were 2.57 kgf in average and 2.03 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 618044 were 3.37 kgf in average and 2.18 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 618093 were 4.04 kgf in average and 2.69 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 618103 were 3.11 kgf in average and 3.03 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 618436 were 3.04 kgf in average and 2.43 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 618465 were 3.14 kgf in average and 2.49 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 619025 were 3.07 kgf in average and 2.65 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 619145 were 3.18 kgf in average and 2.93 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 619176 were 2.60 kgf in average and 2.49 in minimum. Needle attachment strength results conducted on samples during manufacturing of the batch 619203 were 2.89 kgf in average and 2.57 in minimum. All batches fulfilled ep specifications: 1.83 kgf in average and 0.61 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with premicron. During an unspecified surgery, the needle detached from the suture. It "jumped"; the staff did not see where it fell. An x-ray control was performed but the needle was not found. Additional information was not provided.